Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient could not tolerate the lens. The clinical reason was mentioned as patient discomfort. The iol was explanted and exchanged with an unspecified monofocal lens. Additional information was received stating that it had been an uncomplicated cataract surgery, the patient was only able to correct to 20/50. In the surgeon¿s opinion, patient intolerance had caused the event. There had been no further impact to the patient. The iol was exchanged with non-company lens.